Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument tip closed in a different direction from normal movement. The user was completing the procedure as planned with a backup large hem-o-lok clip applier instrument. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and could not be replicated nor confirmed. The instrument passed clip testing with no problems detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.